Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: lot #, date product recd by mfg. Conclusion and justification status: following investigation by bioengineering, notification was received that: no patient details, no doi. It is not possible to comment on the scratches in the images. No x-rays or products are provided. Please, can you ask the markets to be diligent in returning parts. Root cause: undetermined, undetermined, it is not possible to say why this revision occurred. Under review as part of (B)(4) to see if a trend exists for the duofix tibial tray. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received, then the complaint shall be investigated further. Addendum added (B)(4) 2011. Conclusion and justification status: following further investigation by applied research and bioengineering, it was concluded that: root cause: undetermined, no third body particles were found in the insert. The femoral and tibial tray devices were not returned so it was not possible to review them. It is not possible to say what caused the pain which was the reason for this revision. Pain has many causes which can be related to the device or the surgery. The complaint shall be entered onto the complaints database and monitored through trend analysis.

Event description:
Pt complained of pain. Surgeon noted scratches on tibial component (removed) and femoral component which remains in situ.